Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii/IV. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 300cc mentor memorygel breast implant and experienced capsular contracture; baker grade iii/IV on her right side postoperatively diagnosed after physical exam. As a result, the patient will undergo unilateral right side explantation and replacement with mentor gel device on (B)(6) 2022.

Manufacturer narrative:
On may 15, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 300cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 15, 2022, mentor became aware that the patient also experienced device migration issue on the left side in addition to right side capsular contracture; baker grade iii/IV, and underwent bilateral explantation and replacement with catalog number 3503001bc; serial number (B)(6) on the left side, and with catalog number 3503001bc; serial number (B)(6) on the right side on (B)(6) 2022. Please note that the primary augmentation was on (B)(6) 2020, then patient replaced left side implant (serial number: (B)(6)) with the current implant (serial number: (B)(6)) on (B)(6) 2021 per information provided. This should also be noted that the lot manufactured dates corresponds with both date of implant provided for right and left side. On april 26, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s right-sided device. Left side complication is being reported separately. Manufacturer¿s reference number: (B)(4).